Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during device testing, the defibrillator delivered approximately 80 joules at the 200 joule setting and then locked up and was non functional. There was no patient use associated with the reported failure.

Manufacturer narrative:
Date sent to the FDA: 08/25/2009.conclusion: the actual device involved in this event was returned for evaluation. The device was used, the inserter was released from the mesh, and the mesh was in very good condition. No non-conformance could be detected. As the device was used, no functional test could be performed.

Event description:
It was reported that a patient underwent a sling procedure in 2009. During placement in the patient, a tear in the mesh was noted at the mid to upper third of the mesh. The device was removed and another like device was used to successfully complete the procedure with no adverse patient consequences.